Event description:
The co rec'd a death certificate listing ventricular arrhythmia as the immediate cause of death due to, or as a consequence of ischemic cardiomyopathy. Co is reporting the death because the co has neither the device nor any associated data or electrograms which would enable the co to conclude that the device did not contribute to the death.